Event description:
S [situation]: checked IV line before going out on patio, everything looked good, when got out to patio, part of trifuse cracked, unable to utilize line. Plastic part of clave cracked in the threads of the tpn [total parenteral nutrition] filter, rendering both un-usable. Were able to get new tpn filter, run through and utilize another port of the trifuse quickly, minimal disruption trifuse clave cracked while attached to piv [peripheral intravenous line] causing a break in the line and requiring fluid disruption. Fluids could no longer connect to the trifuse. Product name: 6.5" aoox 0.57 ml, trifuse ext set w/3 microclave clear, nanoclave t-connector, 4 clamps, rotating luer. Ref: a1254. Lot: 13982248.